Event description:
It was reported the case is cracked in many places. The epg (external pulse generator) was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the upper and lower cases were cracked. It was further noted that the battery release and one board connector cable were contaminated, the side bail covers and battery drawer were broken, the lead flex cover and main printed circuit board were corroded and the battery drawer o-ring was missing.